Event description:
Pt underwent cardiac catheterization. Cardiologist attempted pvs closure with prostar 11fr device. Surgical knot did not provide good closure. During a second attempt with another prostar 11 frpvs device, needles stalled (i.e., needles partially deployed). The cardiologist kept attempting to deploy, but the handle broke away. Investigation indicated that the cardiologist was pulling the guidewire along with the device handle and polyimide tube. The guidewire had kinked, probably due to the cardiologist's pulling technique, and the kink made it difficult to back- down attempt was not successful . Surgery was required to remove the device. Surgery was successful and pt returned to unit stable and in good condition. Clinical contact reported that the cardiologist's usual technique for deployment included curling the handle downward as he deployed. The instructions for use instruct users to pull the handle straight out so as to avoid kinking the polyimide tube and pulling the guidewire.